Event description:
The reporter (pt's wife) contacted lifescan (lfs) customer service in 2009 alleging that pt's one touch ultra was not powering on. The pt allegedly developed symptoms after the power issue occurred. The medical surveillance specialist (mss) was unable to reach the lay user/pt for follow-up questions. The following implant was classified based on info obtained from lifescan customer service. The reporter stated the power issue first occurred in 2009 approximately at 7:50 am. It is unk how often the pt tests his blood glucose levels and if he had a backup meter. The pt reportedly did not make any changes to his diabetes medications and continued to take his usual dose of diabetes medication later in the evening (insulin and oral diabetes medications). The reporter claimed that approximately 8 hours after the power issue occurred (approximately 3pm), the pt became sweaty, lightheaded, and had clammy hands; however, it was noted that the pt did not receive any form of medical intervention. The pt did not test on any other devices at the time of concern. Info about the events leading to the pt's symptoms, such as his diet, death conditions, activity levels is unk. According to the troubleshooting performed with the csr, the battery was not replaced per the owner's manual. However, when a new battery was used, the power issue was not resolved. This complaint is being reported due to the following conclusions: the pt allegedly developed symptoms suggestive of hypoglycemia approximately 8 hours after the power issue occurred. In addition, the power issue was not resolved with troubleshooting. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.